Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) exhibited intermittent communication with the ilet bionic pancreas, characterized by pairing failed messages and spotty glucose readings on the ilet, with signals reconnecting after brief losses and without blood glucose impact. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure between the cgm and ilet, with device components implicated in the electrical and magnetic domain and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to bluetooth communication interruption which resolved with standard troubleshooting.